Event description:
It was reported that the gastrointestinal videoscope presented a scope communication error code b30. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 city: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216 occurred. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause was due to corrosion on the endoscope connector, the scope communication errors occurred (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.